Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (70 percent stenosis degree) in a severely tortuous part of the mid lcx. Despite pre-dilatation, the device was unable to cross the target lesion in the mid lcx. After removal it was detected that a strut deformation had occurred.

Manufacturer narrative:
Combination product: yes the returned device was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned device revealed that the stent is severely deformed at its proximal end and slightly deformed in its center. Several stent struts are lifted, bent outwards and everted. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the lifted struts were initially crimped on the balloon. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations, no manufacturing or material related root cause could be determined.